Event description:
The lay user/pt contacted lifescan alleging that her one touch ultra meter was reading inaccuratey. In 2005 the medical affairs specialist (mas) spoke to the pt to obtain/verify info. The pt indicated that in 2005 she contacted the ER but was not sure whether or not it was due to the use of her one touch ultra meter. The pt has 2 additional unspecified backup meters. She reported getting 2 readings performed within 10 minutes apart: 270 and 201 mg/dl. She also stated that prior to contacting the emergency services she took an unk type and dose of insulin. At the hosp, she reported that she was given glucose of an unk dosage. The pt was not willing to answer any more questions and stated that she did not want to talk about her "hypoglycemic episode or going to the hosp." It would have been helpful to know the following: what day and time she got the readings of 270 and 201 mg/dl, what meter she got those readings from, if she consumed any food/beverages/medications prior to getting the 2 readings, what insulin type and dose she took, if she took the insulin due to the readings, what time she took the insulin, if she was hospitalized, what time she called the ER and arrived there, if she consumed anything prior to going to the ER, if the ER tested her blood sugar, what her blood sugar level was in the hosp, what time she was given the glucose, how glucose was administered to her, and how much glucose was given. It also would have been helpful to know what her current medications and health conditions are and if they changed due to this event. This complaint is being reported as a result of the pt alleging that her one touch ultra meter was reading inaccurately high which led to an inappropriate treatment. She then treated herself with insulin, contacted emergency services, and ended up receiving glucose treatment from a medical professional. The meter, test strips, and control solution were replaced.